Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). G2 country: singapore. Functional testing of the returned product found the device would not power on with the original battery pack but did power on and function normally in both modes when connected to a lab battery pack. Visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack. The wiring of the pack was not damaged. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to a manufacturing issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the pulsavac failed to function. No form of sound or mechanical action was observed from the pulsavac despite all usual efforts to activate the buttons. The event timing is during surgery. There is no harm or delay reported. We have permission to perform destructive testing. There was a 3-5 minute delay. Location of the saline bag is on the IV pole. Due diligence is complete, no further information is available. There was no adverse event associated with this malfunction.